Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stapling of the stomach, the stapler was not able to fire. After putting on the reload, the green button was able to be pressed but the handle could not squeezed. The surgeon asked for a new handle to complete the case. There was no patient injury.